Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the pump touchscreen display was gray and difficult to see. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.